Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis

Event description:
It was reported that during a hemicolectomy procedure, the device didn`t work. Every time clips were loaded, they were thrown out. The case was carried out by using another device. There were no adverse consequences for the patient. The device isn`t available for analysis because was contaminated by organic liquid and feces; the device was discarded.